Event description:
The reporter stated the haptic of a cq2015a collamer aspheric three piece lens was broken. There was no pt contact. Add'l info has been requested but none has been forthcoming. If add'l info becomes available, a supplemental medwatch will be sent.

Manufacturer narrative:
Eval codes: results - other: visual inspection of the returned prod found the lens optic torn and one haptic torn off and missing. There was evidence of clear surgical residue. It should be noted that the injector and cartridge were not returned for eval. Conclusions - other: a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens.